Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl. It was stated that the insulin pump had given several motor error alarms leading up the event. Troubleshooting revealed that the drive support cap was flush. Advised the caller to have the customer call us at her convenience in order to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.